Manufacturer narrative:
Information contained in this report was previously submitted through psr on (B)(6) 2019. A review of the device history record has been completed. No deviations or non-conformances noted. Analysis of the returned device identified: overweight and opening on posterior. A visual and microscopic analysis was performed which identified opening sharp and crease fold. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on posterior due to an unidentified (tear) opening the event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation due to capsular contracture, baker grade iii. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side capsular contracture baker grade iii and a rupture. Device has been explanted.